Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced intermittent loss of sensor connection, resulting in missing glucose readings on the ilet display. The issue was attributed to temporary bluetooth disconnection, and the sensor connection later restored without intervention. There was no report of end-user harm or adverse event associated with this case.